Manufacturer narrative:
(B)(4). The customer reported the unit could not charge the battery. This reported malfunction could indicate an a/c power supply failure. There was no pt involvement. The unit was evaluated locally by a philips rep. The reported symptom was reproduced. Replacing the power supply resolved the reported issue. We will consider this a a/c power supply malfunction.

Event description:
The customer reported the unit could not charge the battery.